Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral regurgitation. It was also indicated that the device was "not kept" and is not available for return and evaluation. On 10/30/2009 operative report was received. Customer letter not required.

Event description:
The facility listed eight revision procedures involving bipolar type prosthesis in the national joint replacement registry (njrr). Revision diagnosis identified as follows: four fractures and two loosening, six of the eight revisions were the result of diagnosis not directly related to the use of a bipolar cup component. No detailed information concerning these events or product identification was provided.

Event description:
It was reported that the device was explanted after an implant duration of approximately 72.8 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.